Event description:
It was reported that during a percutaneous coronary intervention stent damage occurred. The 99% stenosed lesion was located in the severely tortuous and severely calcified mid right coronary artery. The 3.5 x 32mm taxus liberte (mr) stent delivery system was advanced, but was unable to cross the lesion due to the severely calcified lesion. The procedure was completed with another of the same device. There were no patient complications and the patients' status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. Device is combination product. Device evaluated by MFR.: the device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).